Manufacturer narrative:
Lot# unknown as not provided by the reporter. Catalog# unknown as not provided by the reporter. Expiration date unknown due to there was not a lot# provided. (B)(4). Event evaluation: a review of complaint history, instructions for use (IFU), quality control, specifications, and trends was conducted during the investigation. The product was not returned for evaluation. There is no evidence to suggest that the device was not manufactured to current specifications. The IFU for the universa stent states "complications of ureteral stent placement are documented. Use of this device should be based upon consideration of risk-benefit factors as they apply to your patient."; "do not force components during removal or replacement. Carefully remove the components if any resistance is encountered." And "improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period." Appropriate controls are in place to detect a potential weak point in the stent due to a sideport. A root cause for the failure cannot be determined at this time. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints.

Event description:
The physician mentioned "I always leave the tether knot out of the scope and use it as the point I pull on so as to avoid getting it snared. Interestingly, I removed a stent today in clinic where I had removed the dangler at the time of placement. Out of curiosity I inspected it and sure enough, the same thing had happened. Some danglers are nylon so they slide better. I think the combination of a braided thread danger with your softer stent material makes this likely to happen." Patient outcome was not provided by the reporter.

Event description:
The physician mentioned "I always leave the tether knot out of the scope and use it as the point I pull on so as to avoid getting it snared. Interestingly, I removed a stent today in clinic where I had removed the dangler at the time of placement. Out of curiosity I inspected it and sure enough, the same thing had happened. Some dangles are nylon so they slide better. I think the combination of a braided thread danger with your softer stent material makes this likely to happen." Patient outcome was not provided by the reporter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.